Event description:
The caller also noted that they also have a boston scientific nerve pain stimulator on the other side of the body and both devices are "annoying" because they are just under the skin and it is a pain (meaning inconvenience) because you have to get just the right spot to connect to them. The patient was redirected to their healthcare provider to further address the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).